Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, it was not possible to withdraw the stylet from the left ventricular (lv) lead and the connector pin detached. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stylet was revealed to be stripped and was bunched up with the inner coil at the distal end of the connector pin. The cause of the reported events were isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.a review of the device history record (DHR) confirmed that no issues were identified related to this reported event.